Event description:
Distributor reported on behalf of user that device wa sin use with patient for three days. During removal of the infusion set, the cannula became detached and a portion of the cannula remained under the patient's skin. An ultrasound was performed to locate the detached portion of cannula, which was not located. No adverse effects to patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.